Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 400 mg/dl, and the meter bg reading was 43 mg/dl. Customer delivered a bolus based off the reported inaccurate cgm value, and customer's bg lowered to 43 mg/dl. Customer ate food to address low bg levels. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.